Event description:
Event description cpi received information that this implantable pulse generator was exhibiting the elective replacement past (erp) indicator during evaluation. The erp was cleared with a measured battery voltage of 2.75v. The patient is pacemaker dependent. The physician elected to explant the ipg.